Event description:
It was reported that the device was used during a vats wedge resection. While attempting to articulate the device on the ribs inside the thoracic cavity the reload was dislodged. The device was removed and reload was reinserted and the procedure was completed without incident. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: on what tissue type was the device used? Lung. At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unk. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? Unk. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Unk. Does the patient have any relevant history of surgical treatments? Unk. How long has the surgeon been using this device for this procedure (in years)? Unk. Was there a recent conversion to ees devices in this account or with this surgeon? Unk. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.